Event description:
The pre-loaded drn00v model intraocular lens (iol) tore after being fully implanted in the patient's eye. The iol was cut in half and removed during the same procedure, a back-up lens was implanted in the patient¿s ocular sinister (left eye), and the case proceeded as planned. There was no medical intervention, no patient injury, and no surgical intervention. Patient status post procedure was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.